Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Lot number not provided. UDI not provided .re-processing information not provided. Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a laparoscopic ventral hernia repair was performed. The mesh was normal and was hydrated for 10 seconds before insertion into the trocar. The trocar used was a 12 mm. Thirty fixation points were applied. The procedure seemed to go fine. The patient had some ileus and was kept in the hospital. They noticed a bowel perforation and the patient was brought back to the or one week post op to remove the mesh and tacks and to fix the perforation. The patient is still hospitalized. There was unanticipated tissue loss as a result of the problem. There was tissue damage as a result of the problem. The patient will require additional procedures to repair the hernia. The current patient status is that the patient is out of the ICU but is still hospitalized.